Event description:
Note: the event date is unk. It was reported to boston scientific corporation on (B)(6), 2009 that a lithocatch immobilizer device was used for a calculus removal procedure. According to the complainant, the device was unable to open and close. It is unk if a stone was present in the basket when the malfunction occurred. The procedure was successfully completed using another lithocatch immobilizer device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good." Several attempts have been made to obtain additional pt and event info. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).